Event description:
(B)(6) study. It was reported the closure device did not seal. The patient was enrolled into (B)(6) study on (B)(6) 2021 and the index procedure was performed on (B)(6) 2021. That same day, the patient underwent af ablation using pulmonary vein isolation by rf-point by point method. A 35 mm watchman flx closure device was implanted successfully with complete laa seal and deployed device diameter of 29 mm. Prior to procedure, the patient was on aspirin and after the implant was continued on the same. That same day, the patient was discharged. On (B)(6) 2021, 108 days post index procedure, during the protocol scheduled 3-month follow up visit, transesophageal echocardiogram (tee) revealed an incomplete laa seal with jet size of greater than 5 mm.

Event description:
Option study. It was reported the closure device did not seal. The patient was enrolled into option study on (B)(6) 2021 and the index procedure was performed on (B)(6) 2021. That same day, the patient underwent af ablation using pulmonary vein isolation by rf-point by point method. A 35 mm watchman flx closure device was implanted successfully with complete laa seal and deployed device diameter of 29 mm. Prior to procedure, the patient was on aspirin and after the implant was continued on the same. That same day, the patient was discharged. On (B)(6) 2021, 108 days post index procedure, during the protocol scheduled 3-month follow up visit, transesophageal echocardiogram (tee) revealed an incomplete laa seal with jet size of greater than 5 mm. It was further reported that on (B)(6) 2021, 108 days post index procedure, the size of largest residual jet around device was 2 mm, not as previously reported as greater than 5mm. The event has been withdrawn for this reason.

Manufacturer narrative:
B5: describe event or problem: updated.